Manufacturer narrative:
Occupation: other (na). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during testing, when the hand instrument was inserted, the coagulation would activate cut function. There was no patient involvement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: one device sample was received for evaluation. From the provided information, it is unknown if the device has or has not been used in the treatment or diagnosis of a patient. The returned sample did not meet specification as received. The investigation isolated the failure to the steering relay board. The steering relay board will be replaced to address the condition. Corrective actions have been implemented to mitigate this issue. If information is provided in the future, a supplemental report will be issued.